Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a wirey plastic came out of the hub. It was reported that when exchanging the octaray¿ catheter for the qdot micro¿ catheter with the carto vizigo® sheath, it was noticed that there was a "clump of white stringy fuzz, almost like thin plastic string," that came out of the back port of the carto vizigo® sheath. The carto vizigo® sheath was replaced and the procedure continued without any issues. There was no physical damage on the sheath/valve or leakage. There was an unknown substance coming out of the sheath that looked like a clump of fuzz. Examining it closely, it looked like thin strings of plastic string bundled together. The hemostatic valve was not dislodged inside or outside of the hub and the brim cap/hub did not detach from the sheath. The issue occurred while the device was being used on the patient but no air entered the patient¿s body. There was no blood return.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a vizigo and a wirey plastic came out of the hub. It was reported that when exchanging the octaray¿ catheter for the qdot micro¿ catheter with the carto vizigo® sheath, it was noticed that there was a "clump of white stringy fuzz, almost like thin plastic string," that came out of the back port of the carto vizigo® sheath. The carto vizigo® sheath was replaced and the procedure continued without any issues. There was no physical damage on the sheath/valve or leakage. There was an unknown substance coming out of the sheath that looked like a clump of fuzz. Examining it closely, it looked like thin strings of plastic string bundled together. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection evaluation and a borescope inspection of the returned device was performed following j&j medtech procedures. Visual inspection of the returned sample revealed no damage or anomalies on the tip or other section of the device. A dilator was introduce through the sheath and resistance was felt right after the hub section. A borescope inspection was performed, and scratches and delamination of the polytetrafluoroethylene (ptfe) in the wall of the internal sheath was observed. It cannot be determined if the damage started from the tip or the handle area. A device history record was performed for the finished device batch number, and no internal actions were identified. The internal components issue reported by the customer was confirmed, since delamination of the internal sheath was detected. In addition, according to the octaray nav product investigation a bent spline was observed, therefore, this failure could contribute to the internal damage; however, this cannot be conclusively determined. The potential cause of the ptfe damage could be related to the interaction between the catheter and the sheath; however, this cannot be conclusively determined. The sheath instructions for use (IFU) contain the following recommendations: use fluoroscopy and/or intracardiac ultrasound to monitor the advancement of the catheter and removal of the catheter from the sheath. Move the catheter carefully to avoid cardiac damage, perforation, or tamponade. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. #(B)(4).

Manufacturer narrative:
On 15-jan-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).